Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the table side module failed to work. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's table side module signal failed during a case. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.